Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported halos and a corneal epithelial ingrowth in a patient's right eye 28 days post lasik. Flap was lifted and is reported to be clear. Upon follow up, corneal epithelial ingrowth was removed. Halos are no longer noted and artificial tears dosage was increased,

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Review of the provided logfiles showed no abnormalities. Both systems worked without issue. No error messages or warnings which could indicate a technical problem can be identified. No problem with the systems can be identified by reviewing the logfiles. No technical root cause was identified as the products were found to be within specifications. (B)(4).